Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Contact states that her fiance's unit shuts off by itself. She states that the lights are blinking and it just shuts off she states that she doesn't think it alarms.